Event description:
During the cholangiography procedure, the distal three markers are flaking off the catheters. At times it has been observed that the markers are being removed prior to placement in the bile duct.